Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. In addition, it was reported that the wake button was "sticking" when pressed. There was no reported adverse impact to the customer. The customer declined to provide additional information regarding the reported issue.